Manufacturer narrative:
A field service engineer (fse) replaced and performed service on the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator displayed a c-34 error. The procedure was converted to laparoscopic. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the ports were already placed on the patient when they found out about the issue. The case was converted to lap instead.